Event description:
On (B)(6) 2010, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, computed tomography scan revealed a type ii endoleak (origin unknown). No aneurysmal growth was reported. On (B)(6) 2013, an angiogram confirmed the type ii endoleak. Although the patient had no other reported issues, the physician elected to implant an additional excluder limb to extend the existing stent graft system down to the hypogastric artery on the right (ipsilateral) side. The patient will follow up with an interventional radiologist in regard to the type ii endoleak.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions: per the gore excluder aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore excluder aaa endoprosthesis may include but are not limited to endoleak and reoperation. Attempt(s) to acquire information required for this form were made by gore.